Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00494.

Event description:
It was reported that two sleeves would not connect and insert easily with mating components. This was detected during a routine inspection and did not have any surgical or patient impacts.this is report two of two for this event.

Manufacturer narrative:
The returned sleeve was examined. The device functioned as intended. There were no failures detected. A review of the manufacturing records did not identify any issues which would have contributed to an event such as this.